Manufacturer narrative:
We checked the returned unit and confirmed that the process pcb was malfunction. Based on the result, we concluded that it was caused due to an excessive shock applied. It was evalauted not to submit MDR.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Check error log 03-0200. Dvi output is possible, but other analog output is defective. Auxiliary light even if the lamp is turned on this event occurred at the time of during use. There was no report of patient harm.